Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred with three separate prostyle devices. The sutures of two new prostyle device was/were pre-placed. The sheath was upsized to 18f and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.